Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted feeling as though their heart rate cut in half during exercise. Information from previous remote transmissions were reviewed by qualified personnel. It was noted that the auto post ventricular atrial refractory period (auto-pvarp) feature may have not shortened rapidly enough to allow atrioventricular synchronous pacing to occur which resulted in wenckebach behavior to develop. Follow up yielded no information. The device remains in use. No further patient complications have been reported as a result of this event.